Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 5 months and 3 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had dark stools and fatigue for the past 2 days and was admitted to the hospital on (B)(6) 2018, following a routine visit in the clinic. Hemoglobin and hematocrit (h&h) tests resulted in 5.6 g/dl and 17.9%. The patient was taking the warfarin at the time of the event. The patient was started on a protonix drip and was transfused with 2 units of packed red blood cells over a 24 hour period. The patient's gastroenterologist recommended a conservative treatment approach for the gastrointestinal bleeding. The patient's h&h rose to 7.9 g/dl and 23.7% following the transfusions. The patient's h&h remained stable after the transfusions, and the patient was discharged to go home on (B)(6) 2018 when the bleeding resolved. No further information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported dark stools and fatigue could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate iii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.